Event description:
The customer reported the system failed to display a live fluoroscopy image. Thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable was replaced and the high voltage connectors were regreased. Additionally, a camera decentration and centering alignments were performed. The system was then found to be operating as intended.